Event description:
It was reported that the pump touch screen was cracked and intermittently unresponsive on the down arrow button. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 86 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.